Event description:
It was reported that the user¿s infusion tubing became disconnected from the ilet while the user was sleeping in a chair, after which the user observed a blood glucose of 256 mg/dl and identified the loose connection, then administered 4 units of subcutaneous insulin by pen and rewound the pump, reattached and locked the tubing, and filled the line. Symptoms included no reported clinical symptoms. Outcomes included no functional impairment, no hospitalization, and no alerts or alarms. Investigation included troubleshooting and user education. Investigation of this case revealed an infusion set connection issue consistent with an infusion set deployed or connected incorrectly, with the ilet pump and subcutaneous insulin therapy otherwise functioning as expected once the tubing was reconnected and primed. It was concluded, based on previously established findings for similar reports, that the cause was user setup or handling error.